Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Visual inspection of the returned device was performed, and the following was observed: distal inflation balloon shoulder kink observed. Circumferential crimp balloon tear was observed, balloon wings are exposed. Flex tip gouges present. Functional testing of the device was unable to be performed due to the nature of the returned complaint. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system kinked and balloon torn were confirmed based on the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, it was noted that delivery system was inserted at steep angle. It is possible that interaction of balloon shaft with delivery system insertion through sheath could have created a sub optimal angle and manipulation of the device could have caused reported kink to the distal balloon shoulder. Potential root causes for separation of the inflation balloon to crimp balloon bond has been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will also impact difficulty with aligning the valve, include performing valve alignment in non straight section of the anatomy. Performing valve alignment in a non straight section of the vessel can cause valve diving (thv become unseated from the flex tip) as evidenced by the flex tip gouges observed near the flex tip. If the thv is unseated during alignment, the valve can become non coaxial and can result in high valve alignment forces thus increasing difficulty with valve alignment, difficulty with fine adjust. The accumulated high alignment force can result in an increased tension within the system which can subsequently weaken the inflation balloon to crimp balloon bond causing it to tear. Per the training manual, if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. The complaint for balloon torn was confirmed. Based on the returned devices. No manufacturing nonconformance or labeling/training/IFU deficiencies were identified. Available information suggests procedural factors (valve alignment in a non straight section of the anatomy) contributed to the reported event. No corrective or preventative actions are required at this time. However, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. The complaint delivery system kinked was able to be confirmed. As such, available information suggests procedural factors procedural factors (steep insertion angle of delivery system) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non conformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
As reported by edwards affiliate from the (B)(6), this was a 26mm transcatheter valve case in aortic position by transcarotid approach with a 26mm sapien 3 valve. During deployment, the balloon of the commander delivery system was unable to be inflated. It seemed that the balloon did not inflate at all 'due to a balloon torn'. As per medical opinion, the delivery system was kinked. Another kit was used with good patient outcome. As per medical opinion, the root cause of the event was that a steep angle was given to the delivery system.